Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) called into technical support requesting a software upgrade for a patient¿s cycler. The pdrn reported that the patient was going to be discharge from the hospital and would be going to a care facility. Upon follow up, the pdrn reported that the patient was hospitalized due to peritonitis. The patient was admitted to the hospital (date unknown) where cultures were taken (date unknown) and results showed (B)(6) epidermidis. The pdrn stated that the cause of the patient¿s peritonitis was unknown. The patient was placed on intraperitoneal (ip) kefzol (dose and duration unknown). The patient utilizes continuous cycler peritoneal dialysis (ccpd) with a 3000 ml fill volume and uses delflex. The patient continued with pd therapy throughout the hospitalization. The patient has since received a new cycler with the software upgrade and is continuing pd therapy on the new cycler without issue. The patient has since been discharged and is reported to be recovered from the event and reported to be doing well. Additional information was requested, however not provided.

Manufacturer narrative:
Clinical investigation: there is temporal relationship between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and liberty cycler set and the patient¿s staphylococcus epidermidis peritonitis event. However, there is no documentation which supports malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of peritoneal dialysis (pd) therapy. While the exact etiology for the patient¿s peritonitis is unknown; staphylococcus epidermis is a known bacterium found on human skin which suggests a possible association with touch contamination during pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler was powered on and software version verified. The cycler underwent and passed a valve actuation test, teach pump test, pressure sensor calibration, vacuum sensor calibration, any system air leak test. A post accelerated stress test (ast) was performed on the cycler for 2 hours and 15 minutes utilizing 8500 ml of fluid. There were no problems or failures during the simulated treatment. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.